Event description:
It was reported that a pump "has a broken door latch." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The pump was received inoperable due to a constant "door not fully latched" message, caused by a loose link screw (upper). The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. This is likely what the reported symptom "has a broken door latch" is referring to. The link screws will be replaced.